Event description:
It was reported that a patient had his vns device explanted in 2002 due to an infection. The patient was not reimplanted at that time, but is now considering reimplant of vns. Good faith attempts to obtain additional information have been unsuccessful to date.